Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. The release criteria were met, so the closure device was released. Upon release, the device embolized and lodged in the mitral valve to cause mitral regurgitation. The patient was hemodynamically unstable and their mean arterial pressure (map) was 40. The physician proceeded to advance a pigtail catheter into the sheath to successfully redirect the device away from the mitral valve. The patient then became hemodynamically stable and was administered boluses of neo-synephrine and started on dopamine drip. The patients pacer was increased to a minimum rate of 80, dopamine was discontinued, and the patients map was stabilized at 70. A single curve sheath was advanced into the left atrium and multiple attempts were made to snare the device from the left ventricle. However, the device was lodged in the ventricle apex without the snare grasping the device. The physician exchanged to a non-boston scientific goose neck snare and another attempt was made to recapture the device unsuccessfully. The patient was transferred to the operating room and a cardiothoracic surgeon removed the device via mini thoracotomy. Furthermore, the laa was clipped and the patient was transported to recovery and extubated. The patient remained stable after the procedure and overnight. However, the patient expired two days post procedure as one of their pacer leads was dislodged when they were placed on bypass. No additional information is available at this time.